Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced poor vision. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was wrong power. Additional information was received stating there was no patient harm and patient was not hospitalized as a result of this event.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but one and half diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.